Manufacturer narrative:
(B)(4). Medical devices: unknown cup , pn unknown, ln unknown; unknown stem, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09599; 0001825034-2018-09600; 0001825034-2018-09601. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.